Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic assisted vaginal hysterectomy procedure involving the vaginal cuff, the needle ¿was dropped¿ out of the housing of the handle. A new reload was opened. With the second reload, a piece of the needle broke off and was buried within the vaginal cuff. The small piece of the needle was left in the patient. A third reload was opened and they were able to successfully close the vaginal cuff. There was no patient injury.

Event description:
The first needle fell into the cavity and was retrieved with a grasper and scissors.